Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The front end board (part number 0670-00-0769) was replaced. It is being returned to the factory for further analysis. The front end board was received at the manufacturing facility in (B)(4) for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
A company service representative reported that while the iabp was in the service workshop, it failed to power up. The iabp was not in the cart. A symbol on the lower screen was turning clockwise and the "maquet" symbol on the upper screen was lighted. He restarted the iabp after 3 to 4 minutes and received the same result. He attempted to restart the iabp a total of 3 times. On the last restart, the iabp powered up correctly. No patient was involved.